Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated the insulin pump had bolus delivery issue. Customer blood glucose value was 221 mg/dl. Customer had been delivering boluses since last night, plus the basal, but the reservoir indicator only went down. Customer stated that the reservoir units left indicator shows only an estimate of how much insulin was left. Customer stated that self-test done twice and was successful on both times. Customer offered to troubleshoot for high blood glucose, but they declined. The insulin pump will be returned for analysis.